Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system one inappropriate shock due to t-wave oversensing and myopotential oversensing. Additionally, it was noted that the smart pass feature of this device had programmed itself off due to low amplitudes and slow rate. Technical services (ts) was consulted to review device data. Ts recommended further troubleshooting and performing x-rays. At this time, the electrode remains in service. No adverse patient effects were reported.